Event description:
Customer reported that she was hospitalized for low blood glucose. Troubleshooting suggested that time was incorrectly programmed in pump. Explained to customer the impact of incorrect programming on blood glucose. No futher details provided at time of call.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.